Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during a tympanic mastoidectomy surgical procedure, it was observed that the motor device was registering 49,000 revolutions per minute (rpm) when used with the console device. According to the report, the device would not go above 49,000 rpm. It was not reported if there was a delay in the procedure; however, the reported stated that the procedure was successfully completed about an hour after the initial conversation as there were no spare devices available for use. It was reported the physician continued to drill at 49,000 rpm during gross decortication even after being told of the issue. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.